Event description:
It was reported that the pump cassette had leakage of duodopa, outside the infusion pump and within the cassette, followed by alarming error code 1660. The event occurred during use in patient. There was no patient harm occurred.

Manufacturer narrative:
B3: date of event: updated as first of (B)(6) 2026 as the event date is unknown. D4: expiration date, h4: left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.